Event description:
On (B)(6) 2013, olympus biotech pvg received a report of an adverse event in a female pt (initial cd, dob (B)(6)1942) who received one unit of op-1 implant on (B)(6) 2013, as part of a procedure to treat a clavicular nonunion. Approx three days postoperatively the pt reported to her physician that she was experiencing redness and swelling at the surgical site and surrounding area. Five days postoperatively the pt was seen by the surgeon, who reported 'redness, swelling, tightness and skin irritation' at the surgery site and surrounding area, with 'more swelling than what he would have expected'. Additional info has been requested from the surgeon.